Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver log contains err224 firmware errors,'screen error alarm','rebootr ceiver'and 'screen recover able error alarm' events within the relevant dates of this investigation. The receiver passed all relevant tests on functional test. Receiver passed manual button test.the reported event of initializing screen without manual restart was confirmed

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.